Manufacturer narrative:
Intuitive surgical (is) received the 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to replicate/confirm the customer reported issue of reversed image. There was no device problem detected related to this. Additional findings during analysis was that the instrument was observed to have a scope bearing friction issue. The root cause of this issue was attributed to a component failure. This complaint is being reported based on the following conclusion: it was alleged that the image of the endoscope was inverted. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image of the endoscope was inverted. The procedure was completed with no reported injury. The procedure was delayed by 32 minutes and a total operative time of 257 minutes. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the problem could not be solved and persisted from the moment of occurrence (around the middle of the operation) until complete shutdown and start-up of the dv devices. The problem could only be solved after all three parts of the dv installation (tower, console, and arms) were switched off, the switch was set to 0, and the blue cable was pulled out, and then all three were started up again. This was done under the continuous supervision of intuitive technical support; the endoscope would be switched off. There was a procedure delay of 32 minutes.